Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("8 day heavy bleeding menstrual periods"), dysgeusia ("metal taste mouth"), dyspareunia ("intercourse pain") and back pain ("back pain"). The patient was treated with surgery (she had undergone essure removal surgery ((B)(6) 2016)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysgeusia, dyspareunia and back pain outcome was unknown. The reporter considered back pain, dysgeusia, dyspareunia, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 8-jun-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("8 day heavy bleeding menstrual periods"), dysgeusia ("metal taste mouth"), dyspareunia ("intercourse pain") and back pain ("back pain"). The patient was treated with surgery (she had undergone essure removal surgery (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysgeusia, dyspareunia and back pain outcome was unknown. The reporter considered back pain, dysgeusia, dyspareunia, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.